Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified the presence of a deposition in the outlet stator. It was reported that the patient underwent a pump exchange on (B)(6) 2020. Multiple requests for additional information regarding this event, including the reason for the pump exchange, were issued to the customer; however, no further information has been provided to this date. (B)(6) was returned assembled with the driveline severed approximately 12¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft attachment, sealed outflow graft bend relief hardware, and sealed outflow bend relief collar were returned unattached from the device. Upon disassembly of the returned device, a dark pink deposition was observed in the outlet stator surrounding the bearing ball. The deposition appeared to mostly occlude all 3 stator vanes, and the observed areas of denaturation suggest that it was present while the pump was supporting the patient. Although the origin of the deposition and an exact duration for which it was present within the device could not be conclusively determined, it could have potentially contributed to a flow issue due to the resulting occlusion of the blood flow path. The remainder of the blood-contacting surfaces of the returned pump did not identify any additional developed depositions or thrombus formations which would have contributed to a flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2020.